Manufacturer narrative:
Update to b4, g3, g7, h2, h6 and h10 to reflect no product return evaluation. The device was not returned for evaluation. No visual, functional or dimensional testing was performed as no product was returned. No imagery was returned for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint for delivery system leakage was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. IFU for commander delivery system, device preparation manual, and device training manual were reviewed for guidance and instruction on device preparation and usage involving commander delivery system usage. Based on the review of the IFU and training manual, no deficiencies were identified. The delivery system leakage was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the device, no manufacturing non-conformances were identified during the evaluation. A review of DHR and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported 'it was impossible to inflate the balloon of the commander and so deploy the valve. It seemed that the balloon was perforated. There was blood in the atrion. According to the physician, the leak came from the distal part of balloon'. As mentioned per case notes, patient had some degree of tortuosity and calcification within their vasculature. It is also possible that potential excessive manipulation of the device during tracking through the tortuous and calcified patient's anatomy may have led to delivery system damage/leakage which resulted in the inability to fully inflate the balloon. However, a definite root cause was unable to be determined. Available information suggests patient factors(calcification/tortuosity) and procedural factors(excessive manipulation) could have contributed the event. The delivery system leakage was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests patient factors(calcification/tortuosity) and procedural factors(excessive manipulation) could have contributed the event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 29mm sapien 3 valve by transfemoral approach, it was impossible to inflate the balloon of the commander ds and therefore to deploy the valve. It seemed that the balloon was perforated due to blood seen in the atrion. According to the physician, the leak came from the distal part of balloon. The leak was confirmed after the ds retrieval. It was then decided to retrieve all the material and another valve kit was opened. As per medical opinion, the root cause of the balloon leakage was the tortuous anatomy and the calcification on vessels.